Event description:
New information available on oct 26, 2017 states that, there was inhibition of pacing due to lead noise. The patient was stable before, during and post procedure.

Event description:
It was reported that the pacer dependent patient¿s lead exhibited noise with pauses. No patient symptoms reported. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.